Event description:
It was originally reported that the patient's device was received to the manufacturer with no information. The healthcare provider confirmed that the patient had excellent results with her device. The patient had lost 50 pounds. Her "wire" was sticking out causing her pain due to the change in her body habitus. The device was no longer working. The entire device system was replaced and was accomplished without difficulty.

Manufacturer narrative:
Final device analysis revealed no significant anomalies for the neurostimulator. There was no output or telemetry so normal end of life was assumed. Foreign material was found in the connector port. The insulation coating, connector block and titanium can were scratched. The battery was expanded. Final device analysis revealed no anomalies found for the extension. It was functioning okay. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact. Final device analysis revealed no significant anomalies found for the lead. The lead was cut thru which was suspected explant damage. The continuity was acceptable. All the multiple conductors and wires were cut and stretched. The distal end was intact and undamaged. The lead body insulation was cut thru. The proximal end was intact and undamaged.